Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer then began to monitor the patient's pressure using the central lumen. There was no reported injury to the patient.

Manufacturer narrative:
Correction to return to manufacture date from: 06/11/2020 to: [blank]. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer then began to monitor the patient's pressure using the central lumen. There was no reported injury to the patient.